Manufacturer narrative:
The reported event of insulation breach was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the insulation was perforated by the guidewire, the inner coil was offset and ptfe coating of the guidewire was clogged in the lead body at the distal region due to damage occurring at the time of procedure. The cause of the reported event was due to damage occurring at the time of procedure.

Event description:
During implant, while advancing the left ventricular (lv) lead over the guidewire the guidewire perforated through the exterior of the lv lead. The event was resolved by replacing the lv lead. The patient was in stable condition.